Manufacturer narrative:
The device was not returned for analysis. Based on the report, the issue was procedural rather than device related. The manufacturing record for this lot was reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a study patient had experienced a dural puncture during the procedure. The patient reported a headache and received a blood patch which eliminated the headache. Follow up report indicated that the patient is doing well.